Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of 6 cm abdominal aortic aneurysm. It was reported that during the index procedure, a possible proximal type I endoleak was observed on the final scan. The physician implanted 10 endoanchors, however, the final scan still showed a residual proximal type I endoleak. The patient will be monitored. Per the physician, the cause of event was unknown. No additional clinical sequelae was reported.